Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz0232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient attended for a CT scan with this line in. During the scan it was noted by the radiologist that the contrast agent used was not optimal (the PICC line was used to administer the contrast) the radiologist decided to remove the PICC and on close inspection was found to have a small hole midline.